Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(6). Results: a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact and undamaged. A functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read out and analyzed. The last history files from 2021-01-21 was investigated. The history does not show any abnormalities. The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -6,36% ((accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device didn´t matches the required values and standards. After checking the delivery rate constant, noticed that the delivery rate constant was set to +5,0% in the hibased programme. After the value was changed to 0.0% (basic setting), the delivery rate measurement was carried out again. 2.7 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -1,70% ((accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification now. 2.8 during the disassembling of the infusomat space age related signs of wear and tear on the housing upper part could be detected. During the further disassembling procedure, no damages inside the device could be detected. No liquid residues could be found inside the infusomat space. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The misfeed is assigned to a user error.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "flow rate deviation". "Delivery rate deviation. Repair becomes a complaint according to decision tree." "